Event description:
Meter was powering off during use. The patient obtained a result of 21.5 mmol/l. The patient then accessed the memory and stated that a different reading other than the one patient just obtained appeared. Patient stated that the meter then powered off. During troubleshooting, the battery was removed and reseated. The patient went into the memory and the meter shut off. Based on the information reported, the meter did malfunction. There is no evidence of a serious injury. The patient is being sent a replacement meter and test strips.